Manufacturer narrative:
Device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 patient reported infusion set cannula kinked. Patient reported this problem with four infusion sets.. Patient noticed this issue within 3 hours of insertion. The site of insertion was abdomen and upper buttocks. Furthermore it was reported that patient blood glucose was displayed high but specific value was unknown .the patient received correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.